Manufacturer narrative:
D4: the device serial and lot number were not provided, and the manufacture (h4) and expiration dates could not be determined. The primary UDI number in d4 are reflective of all available information. Manufacturer's investigation conclusion: the reported event of no external power alarms due to a loss of power to the mobile power unit (mpu) was not confirmed. Log files from the reported event dates of 08feb2025 and 03mar2025 were reviewed and showed no loss of power to the mobile power unit. The mobile power unit appeared to function as intended for the duration of the data reviewed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was not able to be determined via this investigation. No serial number or lot number was provided by the customer to perform a device history report review on the mobile power unit. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had no external power alarms on (B)(6) 2025 while connected to the mobile power unit. The patient stated that the connections were secure, and there was no damage found. Log files were submitted for review, but the event log file started on 04mar2025 and was mostly overwritten with pulsatility index (pi) events.